Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument to perform failure analysis. The 8mm maryland bipolar forceps instrument was analyzed and found to have a broken main tube at the distal tip. A piece measuring proximately 8.00mm x 8.00mm was not returned with the instrument. Additional observation related to the customer reported complaint: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the 8mm maryland bipolar forceps instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wrist of the instrument was broken. No material was detached or broken off.